Manufacturer narrative:
A boston scientific technical services consultant discussed that a value of zero usually is indicative of electromagnetic interference (emi). The caller was going to follow up with the patient to identify what the patient was doing at the time of the out of range measurement. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shock impedance measurement of zero ohms. No adverse patient effects were reported.